Manufacturer narrative:
This product is manufactured in (B)(4) but is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1 in to the patient's left eye (os) on (B)(6) 2015. Low vault was noted. The lens was exchanged for a larger lens on (B)(6) 2015 and the problem was resolved.